Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('implant was missing'), pregnancy with contraceptive device ('pregnancy (no complications)/live birth without complications') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure (batch no. 898932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included vaginal bleeding in 1900, menorrhagia in 1900, burning sensation, abdominal pain, cesarean section (2010 and 2012), epilepsy, sciatica, hyperlipidemia, cholelithiasis, appendectomy, tubal ligation, nicotine dependence, polycystic ovarian syndrome, allergic rhinitis and parity 2 ((B)(6) 2010 and (B)(6) 2012). She allege no birth defects on essure. Concurrent conditions included transaminitis, right upper quadrant pain, transaminase value increased, calculus gallbladder, nausea, cholecystectomy, cough and vomiting. Concomitant products included azithromycin (zithromax), hydromorphone hydrochloride (dilaudid), ibuprofen, ibuprofen (motrin), metoclopramide (reglan), naloxone hydrochloride (narcan), ondansetron, oxycodone hydrochloride (oxycodone) and pethidine hydrochloride (demerol). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain/ pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (delivery by c section). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2018. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted for essure insertion date previously reported (B)(6) 2012 and now (B)(6) 2012 was reported. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2018: pregnancy positive. Ultrasound abdomen - on (B)(6) 2015: gallstone in gallbladder. Fatty liver. Ultrasound scan - on (b))(6) 2018: pregnant and implant was missing.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : abdominal pain and pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: plaintiff fact sheet received. The case was upgraded from other event to incident. Events" implant was missing, and plaintiff did not undergo essure confirmation test¿ was added. Patient's demographics, pregnancy outcome/delivery type, lab data, essure insertion date updated (previously reported as (B)(6) 2012), medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.